Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the baxter solution bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a loose connection from the adapter to the baxter bag. Fluid did not come in contact with cycler. Technical support provided information regarding the alarm and fluid leak. Upon follow up, patient confirmed the reported fluid leak event occurred between the adapter and baxter bag connector. No fluid leaks were found on the cycler set lines or solution bag itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue. The patient uses tape around connection after connecting adapter to baxter bag. The patient confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.